Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported no osseointegration and mobility.

Event description:
Mobility was reported. Bone quality at the time of implant failure type I. Time of loss in relation to the implantation was up to 1 year after prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery. Patient has diabetes.